Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot h10k21234 with no defects found during the manufacturing process. The assignable cause is use error - failed to follow therapy steps. A labeling review found the labeling adequate for the user error identified in this investigation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). This is the report of the (B)(6) peritonitis. The (B)(6) peritonitis is being addressed in a separate report in (B)(4). As patient discards supplies after each use and the exact date of this peritonitis is unknown, a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Event description:
During a follow up call with the peritoneal dialysis (pd) rn on (B)(4) 2011, she reported the patient had peritonitis coincident with icodextrin and local pd4 ambuflex therapy in (B)(6) 2011 and then again in (B)(6) 2011. On an unknown date in (B)(6) 2011 pd cultures gram stains and cell counts were done. The patient was not hospitalized for this episode of peritonitis. On unreported dates in (B)(6) 2011 the patient was treated with vancomycin 2gms and recovered from this incidence of peritonitis. The patient was reinstructed on proper aseptic technique. The nurse then reported that on (B)(6) 2011 pd cultures, gram stain and cell counts were done. The patient had peritonitis again from dropping his patient line. The patient was treated with vancomycin again in feb 2011. He was not hospitalized. She reports that the pd effluent is clear and the patient has no symptoms of peritonitis at this time. She reported that pd cultures will be taken to confirm that the peritonitis has resolved. She also reported that she would be doing extensive re-training on aseptic technique with the patient.

Event description:
During troubleshooting with baxter's technical service representative (tsr) on the homechoice (hc), the home patient (hp) disconnected and dropped the patient line. The tsr told the hp that they needed to start over with new supplies. The solution to this issue was provided over the phone. There was no report of patient injury or medical intervention at the time of the initial contact. During a follow up call on 04 mar 2011, the nurse reported that he was aware of the reported event as the patient tends to do this (drop the line) regularly. The nurse reported that the patient has resumed therapy. He also reported that the patient had peritonitis in (B)(6) and then again in (B)(6) (dates unknown). The nurse also reported that the patient was on antibiotics. No further information was available.